Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 has related files and noticed an increase in occurrence of non disposable pump wont run." Error codes of three different error displayed on screen. The codes displaying were 1261, 1870 and 1320. This was reported to occur on multiple patients ,including two drug study cases. Most common was delay in the infusion of medication for multiply patients in a two to three week span. No other additional patient adverse events reported.